Event description:
The customer reported that the chamber of the buretrol was filled with 10 - 12ml of tpn at 0400. Shortly after the tpn started infusing at 6.8ml/h, the chamber was found empty and there was air in the line below. Although there was no report of any untoward effect on the patient, there was a lab draw done in response to the event and the customer reported "a hint of a change in the patient's serum sodium."

Manufacturer narrative:
The customer¿s report of an over infusion of tpn was not confirmed or replicated. Physical inspection of the device confirmed that a carefusion membrane frame was installed, and no damage or other issues were observed. Review of the pcu event logs confirmed that the infusion rate was 6.8ml/hr. The infusion began at 2:43 am (not 4:00 am as reported) and ran for approximately one hour and 35 minutes when an air-in-line alarm occurred. Rate accuracy testing was performed, the device was found to be in specification. During testing there were no periods of unregulated flow observed. The root cause of the customer¿s report of an over infusion of tpn was not determined; however, based on the log findings it is believed that no overinfusion actually occurred because the infusion began earlier than the customer initially reported.